Event description:
Patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update - (B)(6) 2011 - litigation papers allege the following: after the surgical implantation, patient suffered symptoms and damage to patients body including but not limited to constant and severe pain and discomfort in patients thigh, hip-joint, and groin; an inability to walk, sit, or stand without severe pain; an inability to travel for business causing a loss of income due to severe pain and discomfort when sitting for long periods of time; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; inflammation and infection; chromium and cobalt metal toxicity; and other complications.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.